Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via a left side artery. The 98% stenosed, 3.00 x 24mm, eccentric, in-stent restenosed, target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) which contained a significant bend less than or equal to 45 degrees. A 3.00 mm x 30.00 mm agent drug coated balloon was advanced directly to treat the target lesion. When the balloon was inflated to 4 atmospheres, the balloon ruptured. The device was removed, and the procedure completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.